Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she did not receive a low battery warning before the insulin pump powered completely off. The customer rewound the insulin pump, when she inserted a new battery. The customer had to repeat this step three times because she was unable to the get out of the rewind sequence. The insulin pump alarmed twice. Customer's blood glucose level was not reported. The device was not returned.